Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 07/17/2023 01:39:12 pm, pt called stating they started getting internal shocks 3 years ago and sometimes it leaves the right arm tingly. One of the wires were bypassed because they thought this was what was shorting them out. Pt continued getting shocks even though ins was replaced in 2021. At that time there were 2 wires unhooked, left in there. Pt wanted to know what was the life expectancy of restore 2x4. Reviewed. They want pt to do another x-ray to see if there is a wire broken. Pt did not understand why they wanted to test again because if wires were broken since wires had been unhooked because they were malfunctioning. Pt said when hcp put the latest ins, hcp had to leave 2 wires unhooked from ins b/c they were not functioning. Pt mentioned they had group a and b and in may they put group c. Patient was redirected to hcp.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the shocking sensation was not determined. Reprogramming was done to resolve the issue. The patient did not have any shocking in the office on the new program, but they were unable to confirm if the issue had been completely resolved since they had not heard back from the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep called and reports that pt stated during meeting today they have been experiencing shocking sensations in their hip region that radiates down their legs and occasionally into their arms. Mdt rep reports that pt cannot recall when this started and denies any recent falls or trauma and reports that it sometimes happens when she reaches with her arms, and other times at random, reporting that some months it happens frequently and other months not at all. Rep reports that upon interrogation she noted that contact 8 had an impedance value of 8970ohms and was orange, the other 3 contacts were ranging from 690-920 and green. Mdt rep reports that none of pt's current programs use contact 8, but pt noted this only happens on group a which they use during the day, and noted no symptoms using group b overnight. Rep reports she set up a new program c that is a mix of the two for the pt to trial during the day and will follow up with both pt and hcp. Rep reports that pt refused to turn stimulation off completely for any period of time as it provides relief that she does not want to be without.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.